Manufacturer narrative:
Customer stated that a medwatch form was filed for this event on (B)(6) 2016, number (B)(4). Device not returned by customer.

Event description:
During bypass surgery, the surgical punch reportedly "did not fire cleanly" and the resulting hole was reported to be larger than the anticipated 4mm size and was noted to have a "ragged" edge. Surgical notes also stated patient had significant plaque and diseased vessels. The surgeon was able to open the vessel graft and used pledgeted sutures to successfully attach the graft to the punched hole. No other intervention or adverse effects were reported. Reporter was unable to provide details regarding surgeon's comment about punch not "firing cleanly". Punch will not be returned for evaluation. No further information was obtained from the reporter.